Event description:
The patient underwent the successful coil embolization of the right anterior cerebral artery (aca) aneurysm. Approximately seven months post procedure, another successful re-intervention was performed to treat the reoccurrence of the aneurysm. No other information was provided.

Event description:
It was reported that during implant, bipolar lead impedance was less than 200 ohms and unipolar impedance was 270 ohms. The physician thought that insulation damage was a possibility due to tying down the suture sleeve harder than usual. The next day unipolar impedance was stable at 270 ohms. The lead was programmed unipolar and the patient would be monitored.